Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
It was reported that the ventilator had an error code indicating backup alarm failed during use. Reportedly, the unit kept operating when the error occurred. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and an international philips remote service engineer (rse), who confirmed the reported issue. The international philips field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.